Event description:
A six-months follow-up, angiogram post enterprise assisted embolization showed complete occlusion the basilar tip aneurysm. There is no evidence of stenosis of the right cerebral artery or the basilar artery in relationship to the vascular reconstruction device placed to assist in treatment of the aneurysm. There is a lucent line separating the contrast column in the basilar artery and posterior cerebral arteries from the coil mass. This suggests a good inflammatory response eliminating the aneurysm from the circulation; however there does also seem to be stenosis associated with the origin of the p1 segment of the left posterior cerebral artery appearing to represent intimal hyperplasia related to the devices used to treat the aneurysm. The pt was prescribed 81mg of baby aspirin therapy and will be re-evaluated in six months.

Manufacturer narrative:
The prod will not be returned for eval and testing. Add'l info will be submitted within 30 days upon receipt. The adverse event reported under mfg report # 1058196-2008-00136 has no relationship with the adverse event reported under mfg report # 9616099-2007-02251, however, since the event occurred with the same pt, it is being reported under (sr) svc request number 1-98502053/mfg report # 1058196-2008-00136. Additionally, follow-up 2 medwatch was submitted under mfg report # 9616099-2007-02251 with the adverse event reported under mfg report # 1058196-2008-00136 as add'l info.